Event description:
Additional information was received that episodes of oversensing were observed on the right ventricular (rv) lead.

Event description:
It was reported that episodes of noise were observed on the lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.